Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph with the naked eye was performed which revealed a separation between the main body and the twist clamp. The reported condition was verified. The cause of the condition could not be determined, however, a potential cause could be due to the manipulation of the transfer set by the user. The twist sleeve and light blue main body are engineered fit, manipulation of the components can cause the white twist clamp and light blue main body to become separated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and the twist clamp of a minicap transfer set. This occurred during use of device for peritoneal dialysis therapy. The patient was able to complete the therapy session and the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.